Manufacturer narrative:
(B)(4). Failure analysis lab received a vela front panel assembly. The vela front panel was visually inspected. Fluid ingress spots in screen were noted. The vela front panel assembly was installed in known good unit. The touch screen was responsive but intermittently failed calibration. Past fluid ingress can cause intermittent touch screen failure. This reported event considered a known issue addressed with an internal action.

Manufacturer narrative:
(B)(4). A carefusion field service representative was dispatched to the user facility. The field service representative evaluated the device, reproduced the reported event and determined that the most likely cause was a malfunctioning touch screen. The field service representative replaced the device¿s front panel assembly and ran the device through a complete checkout per the service manual to ensure that it meets factory specifications. Upon completion the device was returned to the user facility¿s control ready to be placed back into service.

Event description:
The user facility reported that they are having trouble with the device's touch screen (unresponsive) and it needs to be calibrated.